Event description:
It was reported that a spectrum iq pump failed downstream occlusion alarm. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified however, the cause of the condition was determined to be the force sensor calibration out of range. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.